Event description:
The customer reported a blue fluid leak from the right compartment of a coulter lh 500 hematology analyzer during the cleaning cycle. The leak was contained within the instrument, and the source of the leak was unknown. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/19/2015. The fse found a crack in the vent waste chamber foam trap fmt1. Fmt1 collects any foam or liquid overflow from the vent waste chamber vc3. The fse replaced the foam trap to resolve the leak. The repairs were verified per established service procedures. (B)(4).